Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. . A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the cause of the event was unable to be specified. Presumably, the defect was caused by external factors or handling of the device. The following is included in the instructions for use (IFU): it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the video-scope exhibited that the adhesive around objective lens was peeling off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.